Event description:
The customer reported the ventilator required service. Review of the ventilator diagnostic log by the manufacturer's service technician noted a 35volt failure occurrence which may result in a shut down of the device during operation. Upon service evaluation of the ventilator, the manufacturer's service technician reported he found the motor controller pcb board was raised and not properly seated, and was not making good contact. The service technician reseated the motor controller pcb board to complete the repair. Applicable final testing was completed and passed to operating specifications. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement.

Manufacturer narrative:
Loose fitting pcb board.